Manufacturer narrative:
The complaint lot was manufactured by (B)(4). A review of the device history record by (B)(4) showed no nonconformances. It was reported by the nurse that there were no medical complications and that the leaking PICC was replaced with a new one. The complaint unit has not been returned as of the date of this report. A definitive root cause of the catheter leakage was not determined. Catheters undergo 100% inspection which occurs during various stages of manufacture. Catheters also undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use. No other similar complaints have been received for this lot number.

Event description:
Leakage under the oval disk after two weeks of catheteration. There was no vigorously flush of the catheter. Each catheter was flushed by 10ml syringe and no sharp things ever close to the catheter itself.